Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the compressor printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator compressor shut down and the ventilator was reported to stop delivering breaths. A ventilator inoperative visual and audible alarm was noted. The patient was placed on an alternate ventilator without harm.

Manufacturer narrative:
Device evaluation summary: the compressor printed circuit board (pcb) was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The compressor pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and tested successfully. The ventilator was placed in ventilation mode for a minimum of 24 hours using the compressor as the only air source. On review of the ventilator diagnostic and alarm logs no errors were observed. No alarms were observed while on test. Although the field service engineer replaced the compressor pcb, upon return for failure investigation, there was no fault found with the board. If information is provided in the future, a supplemental report will be issued.